Manufacturer narrative:
Additional information received on 26 april 2017 and includes: the surgeon determined the implants were improperly implanted from the first revision which was causing stiffness and pain for the patient. Batch reviews performed on 15 may 2017. Lot 102567: (B)(4) items manufactured and released on 17 november 2010. Expiration date: 2015-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision fixed tibial tray cemented size 3 right, code 02.07.1203r, lot. 111046 (k090988) (B)(4) items manufactured and released on 12 may 2011. Expiration date: 2016-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision fixed tibial insert sc size 3/14mm, code 02.07.0314scf, lot. 110062 (k103170) (B)(4) items manufactured and released on 08 april 2011. Expiration date: 2016-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision patella resurfacing size 2, code 02.07.0034rp, lot. 112017 (k090988) (B)(4) items manufactured and released on gg month aaaa. Expiration date: 2016-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision offset connector 3 mm, code 02.07.0003, lot. 110150 (k102437) (B)(4) items manufactured and released on 19 april 2011. Expiration date: 2016-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision offset connector 5 mm, code 02.07.0005, lot. 110151 (k102437) (B)(4) items manufactured and released on 13 april 2011. Expiration date: 2016-02-29.. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision extension stem ø11mm / l 65 mm, code 02.07.f11065, lot. 110135 (k102437) (B)(4) items manufactured and released on 29 april 2011. Expiration date: 2016-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision extension stem ø16mm / l 65 mm, code 02.07.f16065, lot. 101838 (k102437) (B)(4) items manufactured and released on 13 july 20010. Expiration date: 2015-05-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Gmk-revision femoral wedge posterior size 3/5mm, code 02.05.03pw, lot. 102535 (k102437) (B)(4) items manufactured and released on 14 october 2010. Expiration date: 2015-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of pain. The surgeon suspected poor implant positioning and decided to revise the all medacta components. The surgery was completed successfully. After surgery, the surgeon confirmed that the implants were improperly implanted from the first revision which was causing stiffness and pain for the patient. X-rays and explants are not available.